Event description:
On (B)(6) 2025, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings on his dario meter that are 20 mg/dl higher than the bg readings that he received on his non-dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user tested and received a bg reading of 146 mg/dl with his dario meter compared to a bg reading of 106 mg/dl that he received with his non-dario meter. Due to the difference in readings above, a replacement of dario's meter, was sent to the user. There is not enough information regarding the dario strips and meter to investigate. No resolution is available.